Event description:
User experienced water leaking from the analyzer and onto the floor where there is a walkway. The operator was not harmed. No patient samples were involved. The field service representative determined the water float was not detecting full position and the water filter was cracked. He replaced the float and water filter. Performance tests were performed which were within specification.